Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed test steps related to (pressure sensors calibration proximal pressure, sensor board table active, positive flow verify and proximal pressure verify). The device was reworked. The sound abatement foam was replaced preventatively. The device came only for remediation and will be returned to the customer unrepaired. Additionally, during the evaluation error codes in relation to (check circuit, low inspiratory and low expiratory pressure) were recorded in the device event log unrelated to the reported malfunction. The tubing was reconnected and the circuit was checked to address the issues. Dust was observed on the blower box. The software was upgraded.